Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that a hypothermia patient was cooling and was below target temperature of 36c on the arctic sun device. Nurse noted that the device did not seem to be able to get water warm. On therapy since 7am this morning, the patient temperature was 33.6c via troubleshooting foley. The system diagnostics showed outlet monitor temperature (t1) was 32.9c, outlet control temperature (t2) was 33c, inlet temperature (t3) was 30.8c, chiller temperature (t4) was 14c, water flow rate was 2.5 l/m, inlet pressure was -7psi, circulation pump command was 57 percentage, mixing pump command was 0, heater was 100, water reservoir limit was 5, system hours were 11758.2 and pump hours were 10945.6. Mis walked nurse through stop therapy and drain pads. Mis had nurse to drain about 20 ounces of water from right drain port. Nurse restarted therapy then the water flow rate was 3.4 l/m and climbed to 35.4c and still rising quickly. Nurse noted that the patient had some intermittent shivering, but bair huggers were in place. Mis discussed importance of managing heat generation and its effects on water temperature. Mis advised to call back if water temperature did not rise to nearly 40c in the next 15-20 minutes. Per additional information received via phone on 03mar2023, nurse stated that patient completed control to 36c after troubleshooting last night and device warmed patient well, but now they were trying to warm to 37c, and water temperature was not getting high. The target temperature was 37c, patient temperature was 36.1c, water temperature was 29.6c, rewarm rate was set to 0.25c/hr with duration of 4 hours. Just started rewarming 30 minutes ago. Trend showed thermoneutral. Mis explained that the water temperature was not cold, and device was trying to do a slow controlled rewarm, so it was not going to show water temperature of 40c right now. The system diagnostics showed outlet monitor temperature (t1) was 29.8c, outlet control temperature (t2) was 29.7c, inlet temperature (t3) was 29.8c, chiller temperature (t4) was 4.2c, water flow rate was 2.6 l/m, inlet pressure was -7 psi, circulation pump command was 53 percentage, mixing pump command was 0 and heater showed 6.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a hypothermia patient was cooling and was below target temperature of 36c on the arctic sun device. Nurse noted that the device did not seem to be able to get water warm. On therapy since 7am this morning, the patient temperature was 33.6c via troubleshooting foley. The system diagnostics showed outlet monitor temperature (t1) was 32.9c, outlet control temperature (t2) was 33c, inlet temperature (t3) was 30.8c, chiller temperature (t4) was 14c, water flow rate was 2.5 l/m, inlet pressure was -7psi, circulation pump command was 57 percentage, mixing pump command was 0, heater was 100, water reservoir limit was 5, system hours were 11758.2 and pump hours were 10945.6. Mis walked nurse through stop therapy and drain pads. Mis had nurse to drain about 20 ounces of water from right drain port. Nurse restarted therapy then the water flow rate was 3.4 l/m and climbed to 35.4c and still rising quickly. Nurse noted that the patient had some intermittent shivering, but bair huggers were in place. Mis discussed importance of managing heat generation and its effects on water temperature. Mis advised to call back if water temperature did not rise to nearly 40c in the next 15-20 minutes. Per additional information received via phone on 03mar2023, nurse stated that patient completed control to 36c after troubleshooting last night and device warmed patient well, but now they were trying to warm to 37c, and water temperature was not getting high. The target temperature was 37c, patient temperature was 36.1c, water temperature was 29.6c, rewarm rate was set to 0.25c/hr with duration of 4 hours. Just started rewarming 30 minutes ago. Trend showed thermoneutral. Mis explained that the water temperature was not cold, and device was trying to do a slow controlled rewarm, so it was not going to show water temperature of 40c right now. The system diagnostics showed outlet monitor temperature (t1) was 29.8c, outlet control temperature (t2) was 29.7c, inlet temperature (t3) was 29.8c, chiller temperature (t4) was 4.2c, water flow rate was 2.6 l/m, inlet pressure was -7 psi, circulation pump command was 53 percentage, mixing pump command was 0 and heater showed 6.